Event description:
Healthcare professional reported that a patient was injected with 2 ml of skinvive¿ by juvéderm® (1 ml per cheek) in bilateral cheeks. Patient experienced moderate bruising and mild blanching were noted ove malar prominence and mild soreness to the right side during injection. Warm compresses were applied, and blanching resolved. Approximately 7 hours later, the patient returned with mottling of the right cheek extending toward the eye. 1 ml of hylenex was injected into the affected area, with resolution of mottling and improved perfusion. Aspirin 325 mg was started. Next day, discoloration worsened and extended to the right temporal region and upper eyelid. 2 ml of hylenex was injected into the right cheek. Prednisone 40 mg po x 2 days was prescribed, and the patient continued aspirin, warm compresses, and was started on topical nitropaste. Next day, 1 ml hylenex was administered again. Patient continued prior medications and was started on keflex po and bactroban ointment. Mottling had resolved and bruising was resolving. All symptoms fully resolved with no permanent damage.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.